Manufacturer narrative:
The investigation has been completed. A device history record (DHR) review was performed and found no non-conformances that would cause the reported malfunction. All records indicate that the device was manufactured in accordance with all applicable procedures. The instructions for use (IFU) states: ¿make sure that the video connector and its electrical contacts are completely dry before connecting the plug to the video system center. When the video connector and its electrical contacts wet, wipe them as described in the instruction manual for the endoscope. Wet equipment could cause the image to flicker or disappear.¿ the root cause could not be conclusively determined. Probable causes that could have led to the reported event include that the electrical contacts of the video connector socket became temporarily unstable by inserting and removing the endoscope on a live wire while the subject product was powered on, causing the phenomenon. When the electrical contacts are unstable, communication between the endoscope and the video processor is affected and b30 error may occur.

Manufacturer narrative:
An olympus sales representative worked with the customer to troubleshoot the problem. During the troubleshooting, the issue was resolved. The customer was instructed power the system off, disconnect the scope from the otv-s190 and reconnect, then to power up the system. The b30 error went away and the issue was resolved. No other issues were reported. If additional information is obtained a supplemental report will be filed.

Event description:
An olympus sales representative reported that a user facility was experiencing an b30 scope communication error message on a video system center. No patient involvement or injuries were reported. No additional information has been obtained.